Event description:
According to the reporter: the bag broke off the stainless steel ring when it was deployed and did not appear to be properly secured to the ring. No pt sex info was reported or the type of procedure.